Manufacturer narrative:
The marathon micro catheter (model: 105-5056, lot: a508188) was returned for analysis within a shipping box and within a plastic resealable pouch. The marathon outer carton was not returned. The non-medtronic (chikai 10) guidewire was not returned for analysis. The reason for it not returning was not given. The chikai-10 guidewire has a labeled od (outer diameter) of 0.010¿, as per an online source. Per the marathon micro catheter IFU (instruction for use) the marathon micro catheter is not compatible with guidewires greater than 0.010¿ in diameter. Therefore, the chikai-10 guidewire was found to be compatible for use with the marathon micro catheter. The outer tubing and inner liner were found to be separated at the proximal end of the fluoro marker, retained by the inner wire, at ~88.1cm from the distal tip. The separated ends did not exhibit plastic deformation (jagged edges, necking, stretching). The total length of the marathon micro catheter was measured to be ~173.0cm (reference: 170.0cm). The usable length of the marathon micro catheter was measured to be ~166.7cm (specification: 165.0cm ± 2.5cm) which is within specification. The marathon distal floppy segment length was measured to be ~26.8cm from the fuse joint which is within specification (specification: 25.0cm +2.0cm -1.0cm no fl ash or molded voids were observed with the marathon micro catheter hub. The marathon micro catheter body was found to have a bubble at ~5.5cm, ~4.2cm and ~3.9cm from the distal tip. No damages or irregularities were found with the distal tip. The marathon micro c atheter hub was then tested with an in-house mirage guidewire (model: 103-0608, lot: 9467154). The in-house mirage guidewire was unable to pass into the marathon hub as resistance was encountered at the hub taper transition opening. No other anomalies were observed. Based on the formal investigation, the failure is likely to be manufacturing related; however, the root cause could not be determined at this time. No corrective action is required at this time. However, a quality alert was sent out to line supervisors, leads and operators. Regarding ¿catheter resistance at hub¿ based on the device analysis and reported information, the customer¿s report of ¿catheter resistance at hub¿ was confirmed as resistance was encountered at the hub taper transition opening during testing with an in-house guidewire. The root cause of the resistance at hub is identified as a gap between the tubing proximal end and the taper transition line. Further analysis shows that movement of the tubing inside the new hub molds during the hub injection over-molding process is the primary contributor to the inadvertent formation of ¿gap in hub¿ issue seen in the complaint returned product. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that there was resistance experienced at the hub of the marathon microcatheter as it was being advanced over the chikai10 guidewire. A new guidewire was used with the same marathon microcatheter and resistance was also felt. A new microcatheter was then used and the guidewire passed without any problems. Prior to the event, the guidewire had passed the target lesion and when the physician attempted to insert the marathon, the reported event occurred. No patient injury was reported as a result of the event. The catheter was flushed and the guidewire was hydrated as indicated in the IFU. It was also reported that resistance was encountered at the hub. The guidewire tip was shaped by the user. The patient was undergoing embolization treatment of meningioma with nbca glue. The patient¿s vasculature was slightly severe in tortuosity.